Event description:
According to the reporter: during a rectosigmoidectomy procedure, the device was used to perform linear stapling on the colon, however, only the first half of the staple line was effective. The remainder of the colon was manually sutured. No patient injury or extension in surgical time greater than thirty minutes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.